Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the tubing of an infusor lv 10 device detached from the flow restrictor during patient use, resulting in a leak. The device was being used to deliver an unknown antibiotic to the patient when the separation occurred. There was no patient injury or medical intervention. No additional information is available at this time.